Event description:
The customer contact reported the device would not pass the cassette test. The customer contact reported that the option-lok male adapter of the plumset was connected to the female adapter of an unspecified micron filter tubing set and was to be used to deliver remicade 500 mg/250 ml, at an unspecified rate, via an unspecified plum pump. It was reported that after the tubing set was primed, the cassette of the plumset was loaded into the pump. At this time, the pump displayed, "system reset." The customer contact reported that after resetting the pump, the pump still did not work. No specific details were provided. The customer contact reported that the pump was replaced with a plum a+ pump and the cassette of the same plumset was loaded into the replacement pump. At this time, the micron filter tubing set was connected to the pt's IV access site. It was reported that when the start button was pressed, the pump alarmed, "cassette test failure". The plumset was replaced and the therapy was resumed. It was reported that the micron filter tubing set and the replacement pump remained in use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.